Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd896415 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and hazy fluid. On an unreported date, the patient was treated with intraperitoneal (ip) vancomycin (ongoing, dose and frequency not reported) and ip gentamicin (ongoing, dose and frequency not reported). The cause of the peritonitis could not be confirmed. It was reported that the patient was not hospitalized for the event. On an unknown date, the patient was retrained on aseptic technique. At the time of this report, the outcome of this peritonitis event was ongoing and improved. This is report 2 of 4 involved in this peritonitis event.